Manufacturer narrative:
Based on the information provided, the cause of the reported event is unknown. If additional information is obtained, a follow-up MDR will be submitted. Isi could not review or evaluate the following; system logs, photo, video, or any product evaluation since there is no additional information provided regarding the da vinci surgical system, hospital site name, or patient. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the surgeon was firing a blue 45mm da vinci xi stapler, it only fired staples half way and stopped on the parenchyma. A new stapler instrument and new green 45mm reload was used successfully. However, as per the medwatch, it is unknown at this time if any medical intervention was rendered to the patient, at this time, the root cause of the reported issue cannot be determined.

Event description:
On 11-march-2020, intuitive surgical, inc. (Isi) received FDA voluntary report mw5093127 with the following information: when the surgeon was firing blue 45mm da vinci xi stapler, it only fired staples half way and stopped on the parenchyma. A new stapler instrument and new green 45mm reload was used successfully. Per the medwatch, it is unknown at this time if any medical intervention was rendered to the patient. No additional information was provided regarding the da vinci surgical system, hospital site name, or patient. As a result, intuitive surgical, inc. (Isi) could not perform follow-up investigation to obtain additional information regarding the reported event.